Event description:
Per the clinic, the patient reportedly only received slight hearing sensations and significant non auditory sensations with the use of the abi device. The patient was implanted on the contralateral ear (B) (6), 2007.

Manufacturer narrative:
(B) (4). The device is still implanted in patient.